Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. Corrections: f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to rewarm patient to target temperature of 37c at rate of 0.25c/hr on the arctic sun device. Therapy started 18 hours ago. The patient temperature was 34.9c, target temperature was 37c, water temperature was 24.9c, water flow rate was 1.9 l/m. Size small pads in place with good coverage noted. Nurse noted that after a few hours patient temperature decreased and had not been above 35c. The water temperature did not seem to be responding. Pt 1 (patient temperature measurement) temperature sensing foley, pt2 (patient temperature measurement) rectal probe. No shivering, micro shivering or seizures. The system diagnostics showed outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 18.9c, inlet temperature (t3) was 23.8c, chiller temperature (t4) was 15.8c, water flow rate was 1.8 l/m, inlet pressure was -7.1 psi, circulation pump command was 57 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 4801.7 and pump hours were 4381.5. Mis walked nurse through draining 16 ounces of water from right drain port. Mis discussed adding bair huggers and blankets to assist with get patient temperature up since it had dropped so low. Nurse grabbed while waiting for water temperature to increase. Nurse restarted therapy then the water flow rate was 2.4 l/m and water temperature was 36.2c and rising. The system diagnostics showed circulation pump command was 61 percentage, mixing pump command was 0 percentage, heater was 41 percentage. Mis advised to call back with any changes, questions or concerns. Per follow up information received via phone on (B)(6) 2023, it was reported that the patient was a 16-year-old male, there was no impact to the patient and therapy was completed. Nurse contacted mis and it was determined that there was too much water in the chamber, mis walked the nurse through emptying 16oz of water from the chamber. The device was then restarted and worked properly, and it was not sent to biomed.

Event description:
It was reported that they were trying to rewarm patient to target temperature of 37c at rate of 0.25c/hr on the arctic sun device. Therapy started 18 hours ago. The patient temperature was 34.9c, target temperature was 37c, water temperature was 24.9c, water flow rate was 1.9 l/m. Size small pads in place with good coverage noted. Nurse noted that after a few hours patient temperature decreased and had not been above 35c. The water temperature did not seem to be responding. Pt 1 (patient temperature measurement) temperature sensing foley, pt2 (patient temperature measurement) rectal probe. No shivering, micro shivering or seizures. The system diagnostics showed outlet monitor temperature (t1) was 18.4c, outlet control temperature (t2) was 18.9c, inlet temperature (t3) was 23.8c, chiller temperature (t4) was 15.8c, water flow rate was 1.8 l/m, inlet pressure was -7.1 psi, circulation pump command was 57 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 4801.7 and pump hours were 4381.5. Mis walked nurse through draining 16 ounces of water from right drain port. Mis discussed adding bair huggers and blankets to assist with get patient temperature up since it had dropped so low. Nurse grabbed while waiting for water temperature to increase. Nurse restarted therapy then the water flow rate was 2.4 l/m and water temperature was 36.2c and rising. The system diagnostics showed circulation pump command was 61 percentage, mixing pump command was 0 percentage, heater was 41 percentage. Mis advised to call back with any changes, questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.